Manufacturer narrative:
Additional information: h6, h11. H11: a review of the service history indicates the device has been serviced within the last 12 months for a field software upgrade. The current issue does not appear as a repeat service event. The direct cause of the current issue was not serviced in the last return cycle. All required service actions were completed in the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq syringe pump under-infused. Two days prior to the event onset, the neonate in the neonatal intensive care unit had 54ml of lipids hung in a syringe at 10:34 at a rate of 2.7ml/hour. The following day at 11:00, the pump showed 12ml had infused (42ml was observed in the syringe). That same day at 19:29, 54ml of lipids were again hung at a rate of 2.7ml/hour. During the overnight and day shifts the pump was alarming ¿occlusion¿ alarms (additionally reported as downstream occlusion alarms); however, no occlusions were reported. Approximately 09:00 the syringe had 43ml remaining. Both times the lines were flushed and the lipids infused without incident thereafter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.